Event description:
The customer reported via phone call that she was hospitalized and had a blood glucose over 600 mg/dl. Customer stated that she is now in the hospital and she was not getting any alerts on the pump. Customer's current blood glucose was 141 mg/dl. Customer had symptoms including nausea, vomiting, and shortness of breath. Customer treated using the pump. Customer was taken to the emergency room on (B)(6) 2015 with a blood glucose over 500 mg/dl. Customer had severe high blood glucose and the symptoms associated with it. Customer also had diabetic ketoacidosis and was wearing the pump at the time of the emergency room visit. Customer found 4 tiny bubbles in the reservoir. Customer found that the cannula was bent really badly. Customer was advised to do a complete set change. Customer will call back to complete the high pressure test once she receives the tubing clamps.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.